Event description:
It was reported that the user experienced elevated blood glucose after running out of insulin in the ilet pump, administered a subcutaneous insulin injection, and sought guidance on when to reconnect to the pump; the user was advised to wait at least two hours before reconnecting, and subsequently reported no further issues. Symptoms included hyperglycemia. Outcomes included resolution without medical intervention. Investigation included phone-based troubleshooting and user education. Investigation of this case revealed user error related to interruption of insulin delivery due to depleted insulin in the pump, with appropriate corrective action taken by advising reconnection timing and confirming stabilization. It was concluded that the device function was not confirmed to be at fault and that the event was consistent with use-related circumstances. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.